Event description:
1/16 during ptca c-arm malfunctioned-right ptca completed-due to malfunction of c-arm, left lad ptca could not be done. Ptca aborted. 1/18 returned to cath lab 1/18 for repeat ptca of lad-arrested following 2nd ptca and did not respond to acls.